Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was 467 mg/dl at the time of call. The customer did experience symptoms such as nausea as a result of high blood glucose. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with insulin pump. The auto mode feature was not active at the time of incident. Customer feels okay to troubleshoot. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.